Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation issue. It was initially reported by the customer that while the staff was prepping the sheath there was a lot of resistance trying to get the dilator through the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue resolved. There was no patient consequence. The customer¿s reported obstructed sheath issue is not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 28-aug-2021, the bwi product analysis lab (pal) received the complaint device for evaluation. On (B)(6) 2021, pal revealed that visual inspection of the device found the hemostatic valve separation. This issue is considered to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product evaluation on (B)(6) 2021 and reassessed it as MDR reportable.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Visual analysis of the returned device revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Microscopic examination in the hemostatic valve surface and showed evidence of mechanical damage. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed, and no internal actions were identified. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).